Event description:
It was reported that when using the bd pyxis¿ medbank mini qlock failed to open in 9 out of 10 times when users tried to access it. The customer reported that there was a delay in dispensing medications to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed randomly. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.